Manufacturer narrative:
The pump was returned, and analysis found no anomaly of the pump.: the catheter was returned, and analysis found no significant anomaly. Previously reported method and result codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine 5 mg/ml for a unknown dose via an implantable pump for spinal pain. It was reported the pump was on the recall list and the patient was not getting proper pain relief. The drug volume in the reservoir was more than there expected to be after interrogation. It was noted that the catheter was aspirated successfully. It was noted that surgical intervention occurred. A catheter revision occurred where 1cm was replaced from the spinal segment and the pump segment was completely replaced on (B)(6) 2020. The catheter would not be returned as the customer discarded it. The pump was explanted and replaced on (B)(6) 2020. It was noted the pump would be returned and the hospital currently had possession of the pump. It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history was asked, but unknown. The event date was (B)(6) 2020. No further complications were reported/anticipated.